Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion seal is delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint confirmed. During visual inspection it was found that the downstream occlusion (dso) seal was degraded. The degraded dso seal was the probable cause of the reported event. The dso seal was replaced.